Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure the right ventricular (rv) lead exhibited high thresholds. Multiple locations were tried to test the lead however the lead was removed and replaced. No patient complications have been reported as a result of this event.